Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump did not have auditory or vibratory alarm/warning function. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged duel alarm failure issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 04/02/2014 with the following findings: on investigation, the pump powered on with operable audio tone and vibratory function. The auditory and vibratory functions were further tested during product analysis and were found to be fully operational. Investigation did not confirm or duplicate the allegation of a duel alarm failure. The pump was found to be operating within required specifications without malfunction.